Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use on a patient, the ventilator failed to reach the inspiratory pressure required. Additionally, the device also has a circuit leak and is due for servicing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: see corrected data., corrected data: g.4. The due date for MFR. Report number 3012307300-2023-02004 / follow-up #: 001 was incorrect. The correct due date is: 1/8/2024.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4) . H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found cracked housing around the battery compartment, a damaged battery holder assembly, loose patient outlet connector, missing alarm reed holder, cracked gauge bezel, and bowed front panel. During the functional testing, the cycle led did not function. The cause of the issue was found to be the faulty oscillator. The oscillator was replaced as well as the faulty main board, faulty sounder, gauge bezel and labels, broken battery holder, MRI battery, sintered filter, o rings, and o ring washer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.